Event description:
The attachment between the base and the mast of the likolight was damaged. The pt fell to the floor with minor injuries.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.